Event description:
Pt underwent right total hip replacement approx 10 years ago. She did well until approx six months ago, at which time she developed groin and thigh pain. Radiographs revealed loosening of the acetabular component. The pt was admitted to the hospital and underwent revision of the hip. Intraoperatively, it was noted that the acetabular liner was markedly worn. There was a moderate amount of clear fluid within the joint. It was felt that the pt's problems were contributed to wear of the acetabular liner.